Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool® smart touch¿ electrophysiology catheter approved under p030031/s053. The bwi product analysis lab received the device for evaluation on 17-mar-2022. The device evaluation was completed on 18-may-2022. The product was returned to biosense webster for evaluation. Bwi conducted a visual inspection, deflection, and functional test of the returned device. Visual analysis of the returned sample revealed damage on the pebax section as a hole was found in the pebax. Deflection testing was performed and the deflection mechanism failed specifications due to the t bar slid down from its place. The damage on the pebax could be related to the shipment of the device; however, this cannot be conclusively determined. All devices are manufactured, inspected, and released to approved specifications as part of biosense webster, inc. Quality process. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. Explanation of codes: (B)(4). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smart touch¿ electrophysiology catheter and a biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially a deflection issue was reported. During the procedure, catheter was unable to deflect or relax completely. A second catheter was used to complete the procedure. There was no adverse event reported on the patient. The deflection issue was assessed as not MDR reportable. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 18-may-2022 there was damage on the pebax section as a hole was found in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 18-may-2022.